Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a video and umbilical bilateral inguinal herniorrhaphy on (B)(6) 2021 and the absorbable strap was used. It was reported that during surgery there was a failure of the device during the eighth shot in the fixation of the second mesh, corresponding to the left inguinal hernia, despite several attempts to solve the problem. A like device was used to successfully complete the procedure with no delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 12/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 13 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. No further investigation will be conducted. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.